Event description:
Difficulty with accessibility to the lens due to prominent brow. Phaco handpiece almost perpendicular to the eye. Irrigation fluid cut off to the required extra sutures to seal wound.